Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The implant coil found detach/broke from the pushwire. The customer did not report the detachment of the implant coil at the time of the event. There was no bends or kinks were found with the axium prime pushwire. The implant coil was found to have broken from the pushwire. The broken implant coil was found extending out from within the introducer sheath. The implant coil was found damaged and stretched with the polypropylene filament broken. Based on the device analysis and reported information, we were unable to determine the cause of the detachment of the implant coil from the pushwire. It was reported that the axium prime coil stretched during adjustment within the aneurysm. Therefore, it is likely the difficulty positioning the implant coil caused the implant coil to stretch subsequently detachment of the implant coil. Per instructions for use (IFU), warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a medium mca aneurysm, this coil was unraveled during adjustment within the aneurysm. Another same size coil was used, and patient treated. The patient is doing ok. The vessel was moderately tortuous. Evaluation of the returned device found that the implant coil was detached from the pushwire.